Manufacturer narrative:
The recharger was not determined to be the cause of the event. Conflicting information includes the report that the patient thought that it could be ¿something in their belly.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient got a really bad shock and when they woke up this morning the whole side of their belly was burned where the charger in their belly all the way to where the motor&#55319;as. The patient was burnt and their belly was a mess. This occurred yesterday. When they started a charging session that morning, the implantable neurostimulator recharger (insr) shocked the patient a little bit. The patient thought that it could be something in their belly that was doing this. The recharger that caused the issues was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.